Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant: ddmb1d4 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that the the patient has twiddler's syndrome and twiddled the right atrial (ra) lead and right ventricular (rv) lead in the pocket. The leads exhibited no sensing. The device was programmed off and the system was later explanted. No further patient complications have been reported as a result of this event.